Event description:
It was reported that a revision was conducted to remove and replace fractured rods. Patient outcome: patient reported pain prior to revision.

Manufacturer narrative:
Per the instructions for use, "precautions" include: handling of implants. If contouring of the rod is required, avoid sharp bends and reverse bends. Avoid notching or scratching of the device, which could increase internal stresses and lead to early breakage. Adequate patient instructions. A patient must be instructed on the limitations of the metallic implant, and should be cautioned regarding physical activity and weight bearing or load bearing prior to complete healing. "Possible adverse effects" include: pain, discomfort, or abnormal sensations due to presence of the implant; reoperations.

Manufacturer narrative:
A visual examination of the returned rods confirmed that the reported event. Material and fracture analysis of the returned rods did not provide any new conclusive evidence as to the cause of the reported event. The DHR was reviewed and there were no dimensional, functional or material anomalies found in the documentation. The risk analysis and the design fmeca were also reviewed and it was determined that the reported event is adequately identified and reviewed. The probable underlying root cause for the rod breakage is excessive load forces. There are warnings in the package insert that state that this type of event can occur. This issue is address in the product IFU.